Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow-up where it was noticed that the patient¿s implantable cardioverter defibrillator was in back-up vvi. A device restoration was successfully performed. The patient will continue to be monitored. The patient was stable throughout.